Event description:
It was reported that a child was not able to be ventilated because there were too many leaks around the tracheostomy tube cuff. The customer also stated that "it appears that the 5.5 plcf is smaller than 5.5 plc previously used by the patient". The tracheostomy tube was replaced. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Patient's medical condition noted to be cardiopathic peroxisomal disease and is ventilated 24 hours a day. Actual event sample is not available for evaluation since it was discarded.